Event description:
Repair request initiated for device with the report of bearing detachment and loss of power. No patient impact reported. Repair request escalated to product event due to return in less than 90 days from purchase or repair. On follow up it was reported that there is no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that it does not work/operate and bearing has come off. The likely cause was not identified. It was also noted that there was scratches. B5: date of notification: 2024-november-08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.